Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates the customer was unable to clear an unspecified alarm. It was also reported that the daily history was showing a bolus of 0 when the customer delivered 7.0. The customer stated that the main screen was showing active insulin. It was reported that this incident happened in the past. The customer was unable to upload the pump to carelink. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 23 is the only insulin pump error confirmed in the unit¿s history file. Device passed displacement and self tests. No unexpected pump error 23, insulin flow block alarms, rewind/delivery anomalies, or restarts were noted during testing. In addition to this, device data was successfully uploaded onto carelink. No upload/download anomalies or delays in uploading/downloading were noted. Finally, a bolus of 7.0 u was programmed into the unit and then executed. Device properly displayed its progress on the lcd screen. (B)(4).